Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture (completely blown down device) + definitely not cohesive gel" and "capsular contracture baker grade I". This relates to the left side. The device was explanted and replaced by another company's device. The device won't be returned.